Manufacturer narrative:
The compella bariatric bed system is intended to provide patient support in health care environments and may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). It is capable of being used with a broad patient population as determined appropriate by the caregiver or institution and is intended for patients between 113 kg and 454 kg (250 lb and 1000 lb). Baxter received a voluntary medwatch report alleging a patient death with an unknown baxter bariatric hospital bed. No specific device malfunction was reported. No additional event information was provided regarding the medical sequence of events/cause of death. Additionally, no device serial number, or reporter information was included on the medwatch. The reporter did not consent to follow up. In this event, a patient on an unknown baxter bariatric hospital bed died. The cause of the event is undetermined. Based on the limited details available at the time of this evaluation, a device malfunction cannot be ruled out. Therefore, baxter consider this to a be a reportable event for the FDA.

Event description:
Baxter received a medwatch notification #mw5160277 noting that compella cap us scale ppm had a patient disease. No specific device malfunction was reported. No additional event information was provided regarding the medical sequence of events/cause of death. This report was filed in our complaint handling system as complaint (B)(4).